Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision; asr resurfacing - left hip; reason for revision: component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing - left. Reason(s) for revision: component loosening. Querying which component became loose. Correction: product-1 corrected to 999804754 asr acetabular implant 54. Update received: 30th april 2014: added hospital area: (B)(6), query document and advised which component became loose: head. Taken from duplicate (B)(4): legal letter , added patient name, date of birth, patient ID (initials), patient gender, marked as legal and added further reason(s0 for revision: pain and suffering.